Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. Customer change reservoir and problem solved. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 450 mg/dl. The customer stated that air bubbles are formed into reservoir and finally enter in the tubing. The customer was advised that it need to perform the high pressure test. Customer will call back to report if has clamps or if clamp has to be shipped to him.